Manufacturer narrative:
The guide wire is being retained by the facility; therefore, no direct product analysis will be performed, and we are unable to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch will be filed.

Event description:
It was reported that during a left heart catherization procedure, a portion of the zipwire guide wire was "sheared." The lesion was located in the abdominal aorta. Access was obtained through the right femoral artery. The zipwire guide wire was advanced via an entry needle through the heavily calcified right common iliac and into the abdominal aorta. The physician noted a "loop" in the guide wire inside of an aneurysm. Subsequently, the physician "pulled back slightly" on the guide wire in an attempt to remove the loop. After removal of the guide wire, the physician exchanged the needle for a sheath over another type of guide wire to successfully complete the procedure. Following completion of the procedure, the physician noticed that something was "floating" in the aorta. Upon inspection of the zipwire guidewire, it was noted that a portion of the guide wire was "sheared" approximately 8-10 inches from the tip. The floating particle was located in the right mid quadrant of the aorta and was left in place. No injuries or complications were reported. Patient status is listed as "fine." Further information has been requested, but has not been received.